Event description:
After a use of the heart lung console, the system produced an error message for the system computer. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.